Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Device started beeping during normal use. The screen was blank and did not react when pressing the buttons. After changing the battery, meter turned on again. No warning related to battery was found in pump data. No adverse event reported. A request was made for the return of the device.